Manufacturer narrative:
Analysis of the ins (B)(4) resulted in the ins being functionally okay, with no significant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they went to a replacement case expecting to see the registered implantable neur ostimulator (ins) in end of service (eos). It was noted that when they explanted they found a rechargeable ins that was discharged only, not eos, not overdischarged. The rep mentioned that the patient was a poor historian and told them that their last surgery was in 2006. The date of replacement was on (B)(6) 2016, it was unclear what led up to that. The rep reported that the ins was implanted in 2005. They spoke briefly with the patient and stated that when they last used the device they had good coverage. The patient did not know how long it had been since they had last used the device but that it had been a little while. The rep noticed that there were two distal lead ends when they expected to only see one that was on record. The patient had claimed it was not working, and the new one was on the table, the patient was getting a new device. The rep asked to get an x-ray to check lead placement and verify the type of leads that they had, the saw a 2x8 paddle in place instead of the expected lead. All impedances were within normal limit and surgery wrapped up without event. The ins was interrogated when given to the rep and they interrogated and saw that it was in discharged state. They put recharger on it and let it recharge for a bit, after a short period of time they were able to access the explanted device with their clinician programmer and saw no error codes. When the patient woke up and started programming they told them they were expecting to see an older device and the lead than what was found. After asking the patient they stated that the device and lead implanted by a health care professional (hcp) around six years ago. It was discussed that the ins was in a discharged stated and encouraged the patient to recharger a least once a week and to not let the ins get into a discharged stated, discussed the three strike rule for overdischarge and the patient verbalized understanding. The patient left happy with coverage and relief and without complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.